Event description:
Complainant alleged that during a routine shift check by a clinician, a 100 joules test was performed, at this time the device displayed a "status 41" message. The device then displayed a "shorted discharge" error message. The complainant indicated that there was no pt involvement in the reported malfunction.